Event description:
The lens was damaged during insertion into the eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00331 for the intraocular lens used with this delivery service.